Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0nh79, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues in a clinical study. It was reported that after a broken hip and then a large weight loss, the sensation was no longer in the saddle area. The patient had gone back to cic 3-4x/day. Diagnostics included imaging, and it was noted that the results showed a straightening of the lead, which suggested movement; the device diagnosis was a lead migration/dislodgement. It was noted that the event was related to the device or therapy, and not related to the implant procedure. No actions/interventions were taken and the outcome was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-28 lot# va0nh79 (B)(4)2014 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study. It was reported that the patient was no longer feeling sensations like prior. The patient lost lots of weight over the past month and their implantable neurostimulator (ins) was much lower now, although still at the scar site, it one to two inches lower. It was suspected that a wire was out of position. No further complications were reported or anticipated.